Event description:
It was reported when using the cathena 22gx1.00in straight bc there was foreign matter on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: there was "foreign matter on the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/3/2021 h.6. Investigation: five photos and one sample were received by our quality team for evaluation. From the photo, no foreign matter was observed. The sample was subjected to visual inspection to check for foreign matter. No foreign matter was observed on the catheter tubing and other components or in the unit packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the cathena 22gx1.00in straight bc there was foreign matter on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: there was "foreign matter on the product."